Event description:
It was reported the patient presented to the emergency room due to ventricular tachycardia and dizziness. The patient's right ventricular lead failed to deliver a shock, and had low defibrillation impedance. After multiple attempts and adjusting vectors, the lead eventually delivered a successful shock which resolved the arrhythmia. Programming changes were completed to address this issue. The patient was stable.